Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed an error indicating the loss of the calibration files. This error is likely to terminate the boot process. No pt or user injury was reported.